Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis lucera elite bronchovideoscope appeared to have some deformations. Upon inspection and testing of the returned device, it was discovered the forceps plug mouthpiece was scraping. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of physical stress of the scope channel found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the forceps stopper was scraped. In addition, the bending section adhesive was chipping, the bending section adhesive was missing, the scope connector had liquid leakage, the scope connector vent had corrosion, the scope connector vent was deformed, poor continuity, and the image guide serpentine and the insertion part serpentine were crushed. There were also scratches found on the universal code, image guide serpentine and insertion part of the serpentine. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress during operation, external factors or handling. It is recommended that the user facility receive instruction/reinstruction regarding the operating environment and handling of the device. Olympus will continue to monitor field performance for this device.